Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system 5max ace reperfusion catheter. During the procedure, the physician attempted to insert the ace catheter through another manufacturer's y-connector; however resistance was met. Upon removal from the y-connector, the 5max ace catheter became fractured. The procedure continued using a new penumbra system 5max ace reperfusion catheter and percutaneous transluminal angioplasty was performed, however the ica remained occluded. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the 5max ace was fractured in the proximal shaft approximately 77.5 and 78.0 cm from the hub, and kinked in the proximal shaft approximately 36.6 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated the 5max ace was kinked and could not be advanced through another manufacturer's catheter, and was fractured when withdrawn from the patient. Evaluation of the returned device confirmed a kink and fractures. This type of damage typically occurs when the device is improperly handled during use. If the catheter is manipulated at an angle during insertion into the patient, the shaft may kink or fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.